Event description:
The death was not related to the cardiomems sensor or implant procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Abbott was notified of the patient's death due to a request to return their patient electronic unit.